Manufacturer narrative:
A patient¿s ipg reached end of service was reported to abbott. The ipg was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a "replace generator. The generator has reached the end of its service" message. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Effective therapy restored post-op.